Event description:
It is reported that the stem fractured at the "shoulder" requiring revision surgery to remove the devices.

Event description:
It is reported that the stem fractured at the "shoulder" requiring revision surgery to remove the devices.